Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal auditory and vibration. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The blank display issue was found to be caused by a corrupted software code failure. The pump was able to power on to a fully illuminated and clear display screen after uploading a new software code.